Event description:
"Patient presented w/no pacing...went into seizure and apprears to be mentally compromised." Oversensing, non-capture, lead was programmed to unipolar and still in use. Additional information indicated patient expired. Physician stated "device related." Lead monitoring function on ipg allegedly not programmed on.